Manufacturer narrative:
Ge healthcare investigated the reported issue. Onsite inspection revealed that the mount was installed on a convex surface, in contradiction with the requirements in the user manual. Included with this report is the ge healthcare bed mount installation guide. The mounts are reportedly no longer in use at the customer site. The root cause of the reported event could not be determined. Stock was inspected and it was determined that the mounts were manufactured as specified. The locking pin was glued and firmly attached to the mounts. There have been no additional complaints of the reported issue, which indicates that the reported complaint was an isolated occurrence.

Event description:
A customer reported that the locking pin from the bed mount of the s/5 fm monitor was missing. Under this condition, the monitor could potentially slide off of the mount. There have been no reports of injury.